Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that when the secur-fit advanced stem was opened, the ha coating at the proximal end of the stem seemed too thick. Another stem was opened and used to complete the surgery successfully with no delay. Rep was present for and witnessed the procedure. Rep provided a picture of the device (which is allegedly available for return) and the sales order for the case and confirmed that no further information will be released by the hospital or surgeon.

Event description:
Primary procedure, right hip. It was reported that when the secur-fit advanced stem was opened, the ha coating at the proximal end of the stem seemed too thick. Another stem was opened and used to complete the surgery successfully with no delay. Rep was present for and witnessed the procedure. Rep provided a picture of the device (which is allegedly available for return) and the sales order for the case and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event involving a securfit stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device noted the following: device was returned in unused condition. The ha coating appeared thicker than usual. No other remarkable observations were noted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the global quality & operations (gqo) team reviewed the event and stated: in conclusion, while the surgeon perceived the normalization lines to not be as defined as they are accustomed to, it was confirmed through the DHR review, and process review that there are proper process controls in place to determine that this product did meet all design requirements and would have functioned as intended.